Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient had an impella 5.5 and after a difficult implant, the pump was inserted into the left ventricle and started. The pump immediately had a spike in the motor current and stopped itself to p0. The pump was gradually restarted at p2 to p5 with motor current higher than normal given p5 with flow saturation. Impending pump failure was noted and the decision made to explant the pump and implant a new impella 5.5. There was no reported patient harm.

Manufacturer narrative:
The investigation for the pump stop and saturated flow has been completed. The product was returned and evaluated. The motor cable lines were all open. There were severe clamp marks found on the catheter and the catheter at the motor housing was slightly kinked. There was also biomaterial found on and around the impeller. The pump could not be run in the lab since the motor cable lines were open. Log review showed an "impella stopped - motor current high" alarm after initial startup with a motor current spike. The pump was restarted and there were immediate saturated flows around 5.2 l/min. Shortly after, the pump was turned back down to p-0 and then there was an alarm 119, indicating an electrical issue. It is likely that the motor cables lines were damaged by clamping during explant. The root cause of the pump stop was most likely biomaterial. The root cause of the saturated flow was most likely biomaterial.